Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-04685/-04686/-04687).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. The modular head was removed and replaced. Lawsuit alleges the acetabular cup was noted to be loose during the revision procedure. No right hip revision procedure has been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. The modular head was removed and replaced. Lawsuit alleges the acetabular cup was noted to be loose during the revision procedure. No right hip revision procedure has been reported. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2014. Revision operative report noted the presence of black corrosion at the trunnion, a loose acetabular cup, fluid, black tissue, and a pseudotumor. The modular head and acetabular cup were removed and replaced with a competitor's cup and biomet head. No right hip revision procedure has been reported. Additional information received in patient medical records revealed the patient underwent a right hip revision on (B)(6) 2014 due to pain. The patient's operative report noted a pseudotumor with green-gray tissue, and black tissue consistent with corrosion at the taper. The modular head and acetabular cup were removed and replaced with a competitor's cup and biomet head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-04685 /-04686 /-04687 /-07468).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. The modular head was removed and replaced. Lawsuit alleges the acetabular cup was noted to be loose during the revision procedure. No right hip revision procedure has been reported. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2014. Revision operative report noted the presence of black corrosion at the trunnion, a loose acetabular cup, fluid, black tissue, and a pseudotumor. The modular head and acetabular cup were removed and replaced with a competitor's cup and biomet head. No right hip revision procedure has been reported.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.